Manufacturer narrative:
Describe event or problem: new information indicated the lead exhibited t-wave over sensing with inappropriate therapy. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow up. Upon interrogation, a ventricular tachycardia event was determined to have occurred likely due to post sensed t-wave oversensing. Diagnostics indicated good measurements were present, and the patient was reportedly in good condition. No additional information was available.